Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 74001, lot# n229042, implanted: (B)(6) 2009, product type: adapter; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3487a, lot# j0211821v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was at end of service (eos) due to three overdischarges. Analysis of the 3550-29 plug-boot accessory found that there was no anomaly.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had a confirmed overdischarge. It was reported that this was the patient¿s third overdischarge. The first overdischarge was noted to be on (B)(6) 2012, the second (B)(6) 2012. A physician mode recharge was performed, but was unable to successfully reset the device. Impedance testing was performed for diagnostic testing and troubleshooting. It was reported the patient experienced loss of stimulation in an unknown location. The patient was scheduled for replacement on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, product type: accessory. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
Additional information received reported that the device had a normal elective replacement indicator. Additional information received reported that the device was replaced due to three overdischarges. It was noted that there was no suspected product issue. Additional information received reported that the patient was receiving effective therapy. Additional information received reported that the patient had an implantable neurostimulator (ins) replacement on (B)(6) 2013. It was noted that the ins was depleted and at end-of-service. It was noted that the patient had usability issues and had cognitive difficulties with recharging. It was noted that the patient lost stimulation due to battery depletion. It was noted that once the battery was recharged it was found to be at eos. It was noted that the patient was retrained on recharging. It was noted that the patient outcome was listed as resolved without sequela. Additional information received reported that there were no out of range impedances. It was noted that the pain pattern was in the low back, buttock, and right leg to the toes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.